Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of handle cannula break. Block h6: device code 1069 captures the reportable event of handle cannula break. Block h10: visual analysis found the handle cannula was detached from the handle and partially moved out inside of the coil. No issues were found in the basket wires and the tip was still attached to the basket wires assembly. The dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw towards the proximal end as the cannula has been forcibly pulled out from the set screws. The handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal screw and proximal screw depth were measured and found to be within specification. Based on all available information, the investigation concluded that procedural or anatomical factors encountered during the procedure could have affected the device's performance and integrity. Handling and manipulation of the device during its use could lead to the handle cannula pulling out from the finger ring. Drag marks observed in the handle cannula indicates that force was applied to the handle to retract the basket, resulting in handle cannula detachment and the reported failure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the handle cannula was found broken. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received for analysis, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the handle cannula was found broken. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.